Event description:
It was reported that while attempting to change the speed, the clinician reported that the screen of the system monitor froze for a few seconds. The display remained the same but pressing the buttons on the touch screen resulted in no change. The issue resolved itself after a few seconds. There was no impact to the patient. The site was unable to recreate the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the touchscreen of the system monitor not properly functioning was not confirmed. The heartmate system monitor (serial number: (B)(6)) was not returned for analysis and no data was submitted for review. Provided information stated that the issue was resolved after a few seconds, and there was no impact on the patient. If the system monitor is returned for evaluation this investigation will be reopened and the monitor will be investigated. A root cause for the reported event was unable to be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Customer order was shipped on 28aug2019. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. C, section titled ¿setting up the system monitor for use with the power module¿). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU (rev. C). Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department (rev. C). No further information was provided. The manufacturer is closing the file on this event.